Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and the manufacturer has confirmed of defective blower and bottom enclosure.

Manufacturer narrative:
The manufacturer previously reported incorrect data in section b2, which was rectified in previous follow-up. Section b5,d8, d9, e1,h3 was incorrectly reported in the previous report, which correctly updated in this follow up report. Section g2 was marked incorrectly in previous report as consumer and company representative. The report should have been sent for foreign and consumer in g2. Section g6 was marked incorrectly in previous report as 15days . The report should have been sent for 30 days and initial in g6.